Event description:
The customer reported that the unit would not discharge.

Manufacturer narrative:
The factory has not yet rec'd the device for eval and this complaint remains under investigation. A follow up report will be submitted upon completion of the investigation.